Event description:
It was reported that patient underwent an ipg replacement procedure due to ipg non-functional. It was also noted that the patient had similar sensation, pain at the implant site. When the old ipg stopped working.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50e . Serial number: (B)(6). Batch/lot number: 18493273. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-50e . Serial number: (B)(6). Batch/lot number: 18493273. Model/catalog description: infinion 16 trial lead kit 50 cm unique identifier (UDI) #: (B)(4).